Manufacturer narrative:
Block b1/b5: due to the sharp edge observed during the device evaluation, this is now reportable for both an adverse event and product problem. Block h3: the omniwire was visually and microscopically inspected. The distal coil was stretched, but not broken. The core wire and shaping ribbon were partially attached, exposing sharp edges of non-malleable material. No missing material was noted. Block h6: the probable cause is that the wire got stuck in the distal side branch of the patient, requiring the user to pull in order to remove from the patient that resulted in the damaged wire. Manipulation and strain can damage internal components and can produced the failure reported. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
During device evaluation, a sharp edge was observed. This adverse event and product problem is being reported because the omniwire required additional intervention for removal, and a sharp edge was observed during the device evaluation.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. No patient information available. No relevent test or laboratory information available. Blocks implant/explant & reprocessing details not applicable for this device. Reporter country is netherlands. The omniwire was not returned for evaluation, thus no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in a diagnostic coronary procedure in the distal rca. During the second measurement, the wire got stuck in a smaller distal side branch. The physician pulled the wire a bit, but it felt blocked and under fluoro the tip appeared stretched. A non-philips microcatheter was delivered over the wire, up to the distal tip and was able to be removed. No damage was noted on the rca. The procedure was completed with no patient harm.  This adverse event is being reported because the omniwire got stuck on the lesion and required additional intervention for removal.